Manufacturer narrative:
The AED was not sent in for evaluation so root cause cannot be determined. The rescue and self-test history file were sent in for evaluation. It's evident that during the rescue, the history file logged several "electrodes disconnected" errors. These errors are usually indicative of missing electrodes, but can also be a bad connection to the AED or improper pad placement on the patient.

Event description:
Customer states the AED was used in a rescue. After placing the pads on the patient, the AED kept repeating to place pads.